Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The hub, hyptotube, port/exit notch, inner/outer shaft were microscopically and tactile inspected. Inspection revealed the hypotube was broken 72 cm from the strain relief, and there were numerous kinks in the hypotube. The fracture faces of the broken hypotube were ovalized, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 13mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.5mm x 15mm quantum¿ maverick balloon catheter was advanced to dilate the lesion but the delivery shaft was kinked. Subsequently, the shaft broke at 80cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.